Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxi 800 access immunoassay system (dxi 800) generated non-reproducible bhcg (beta human chorionic gonadotropin) patient results on three days. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access tbhcg2 reagent, lot 120574, and access tbhcg2 calibrators (s0-s5), lot 022920, were used in conjunction with the dxi 800 analyzer. Bec field service engineer (fse) did not find any malfunction in instrument hardware had occurred. The fse cleaned and rebuilt the wash and precision valves and cleaned under the reagent pipettor station plates. The fse then performed the necessary alignments and made adjustments to the luminometer. The fse assisted with assay calibration and quality control; all results were within specifications.

Manufacturer narrative:
This report is one of three reports related to three events that occurred on three days. This report is related to MDR# 2122870-2012-01438, 2122870-2012-01440.